Event description:
During an in-clinic follow-up, decreased sensing, increased pacing impedance and increased capture threshold were observed on the right ventricular (rv) lead. Lead dislodgement was suspected but it was not confirmed. The suspected cause of the event was due to the patient's anatomy and the initial site chosen for the initial lead placement. A revision procedure was performed and the rv lead was explanted and replaced to resolve the event. The patient is stable.